Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. It was reported that "she setup a secondary infusion but medication was not being delivered from secondary container after programming infusion and pressing start." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: staff r.n. Reported that approximately 6 weeks ago she setup a secondary infusion but medication was not being delivered from secondary container after programming infusion and pressing start.